Event description:
It was reported that the device showed a "syringe out of place" error message. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned. The visual inspection found no external damage. A review of the event history log found a flange sensor error. During the functional testing, the error was unable to be replicated. The ear clip and the opto-coupler were replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.